Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac defibrillator was explanted and replaced due to a recall. Further information was requested but not received.

Manufacturer narrative:
Analysis was normal. No problems detected.